Manufacturer narrative:
(B)(4)

Event description:
It was reported a kink occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman® access system was difficult to place in the laa and required maneuvers with a pigtail catheter. The 21mm watchman® laa closure device & delivery system was advanced into the access system and the closure device was attempted to be deployed in the laa. However, it would not deploy. It was removed and noticed the marker band was damaged. A new 21mm watchman® laa closure device & delivery system was inserted into the access system. On the angiogram, they noticed that the marker band was damaged on this device also. They attempted to deploy the closure device and it was successfully implanted. When they removed the access system from the patient, they saw a kink at the level of the curve on the access system. There were no patient complications and the patient is stable.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of the watchman access system (was). The device was bloody. The hub, sheath, and tip were microscopically, tactile and visually inspected. Inspection revealed a kink in the sheath located 5 cm from the tip, and tip damage (delamination). Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported a kink occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system was difficult to place in the laa and required maneuvers with a pigtail catheter. The 21mm watchman laa closure device and delivery system was advanced into the access system and the closure device was attempted to be deployed in the laa. However, it would not deploy. It was removed and noticed the marker band was damaged. A new 21mm watchman laa closure device and delivery system was inserted into the access system. On the angiogram, they noticed that the marker band was damaged on this device also. They attempted to deploy the closure device and it was successfully implanted. When they removed the access system from the patient, they saw a kink at the level of the curve on the access system. There were no patient complications and the patient is stable.